Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine experienced a flow recirc error 1 during heat disinfect while performing preventative maintenance (pm). Additionally, it was reported that valve 103 had corrosion and possible charring from heat related damage done to it over time. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours were unknown. The biomed reported that there was no damage observed on any other components associated with the corroded and charred valve 103. The biomed stated the machine has not been returned to service due to additional parts that need to be ordered. The biomed confirmed the valve has been discarded and is not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device..

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine experienced a flow recirc error 1 during heat disinfect while performing preventative maintenance (pm). Additionally, it was reported that valve 103 had corrosion and possible charring from heat related damage done to it over time. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours were unknown. The biomed reported that there was no damage observed on any other components associated with the corroded and charred valve 103. The biomed stated the machine has not been returned to service due to additional parts that need to be ordered. The biomed confirmed the valve has been discarded and is not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine experienced a flow recirc error 1 during heat disinfect while performing preventative maintenance (pm). Additionally, it was reported that valve 103 had corrosion and possible charring from heat related damage done to it over time. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours were unknown. The biomed reported that there was no damage observed on any other components associated with the corroded and charred valve 103. The biomed stated the machine has not been returned to service due to additional parts that need to be ordered. The biomed confirmed the valve has been discarded and is not available to be returned for physical analysis.